Event description:
Information was received that during change out of this smiths medical cadd extension set, leaking at the filter center was noted. No reported adverse effects.

Manufacturer narrative:
Additional information was received indicating that the patient changed the tubing to get the remaining life-sustaining infusion.